Manufacturer narrative:
(B)(4). The hp stated that they had reused single-use supplies, which is a user error. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient (hp) had reused a single-use device. The home patient (hp) stated that they changed out the cassette, after an unrelated alarm, but had not changed the solution bags. The technical service representative (tsr) informed the hp that when starting over with new supplies all of the supplies needed to be changed out, not just the cassette. The tsr advised the hp to end therapy and start over with all new supplies. There was no adverse event associated with this report.